Manufacturer narrative:
Intuitive surgical, inc. (Isi) re-evaluated 8mm maryland bipolar forceps instrument to determine root cause of the reported failure. The probable root cause of thermal damage on 8mm maryland bipolar forceps instrument is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use. Thermal damage can also result due to inadvertent energy application from a monopolar instrument. The probable root cause of grip cable breakage, whether partial or full, is attributed to damage to the cable through external collisions, during use, or during reprocessing. Annex codes g, c and d were updated to reflect the latest findings.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the maryland bipolar forceps instrument had a damaged conductor wire. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer found the cord damage after the instrument was removed from the patient. The customer confirmed that the cord was not completely broken and the damaged insulation exposed the internal wires. There was no arcing or thermal damaged observed.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and could not reproduce to be related to the customer reported complaint. There were no broken cables observed during visual inspection. The instrument passed the continuity test. Issues related to instrument errors or complications using the instrument reported by the user with no underlying product issue may be related to customer-induced problems, including misuse of the product and recognition issues. Additional observation(s) not reported by site: the instrument was found to have a frayed grip cable at the distal end. The instrument was found to have charring and localized melting at the grip base between the grips. The instrument passed the electrical continuity test. The complaint was not confirmed by failure analysis. The probable root cause cannot be determined.